Manufacturer narrative:
An event regarding pain involving an abgii stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device remains implanted. Medical records received and evaluation: a review of the provided study records by a clinical consultant indicated: "there are only clinical study records to document the occurrence of thigh pain starting between 3 - 6 months and still present at the 12-month follow-up. It was improving at 12-months under physical therapy but still intermittently present and affecting activities of daily life. Thigh pain is a rather generic problem that requires x-rays for further evaluation into potential causes such as implant fixation, bone remodelling and many more. These are currently not available because of the blinded nature of the study. X-rays are currently de-identified, so evaluation has to wait until x-rays become available with more clinical information. With the current information, this case cannot be solved." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, and x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient found from monitoring visit accolade ii multicentre study reported having thigh pain.

Manufacturer narrative:
The following other devices were also listed in this report: 32 mm +4 lfit v40 head; cat# 6260-9-232lot# 52728901. Trident hemispherical solid back shell; cat# 500-11-54e; lot# 47097401. Trident 10° x3 insert 32 mm ID; cat# 623-10-32e; lot# 53406901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Patient found from (B)(6) study reported having thigh pain.